Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer contained excessive corrosion through-out the main case and display area. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.